Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed seven other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that during catheter placement, no ¿click¿ was heard when the extension tubing was attached with the strain relief and the two were separated just with a gentle pull. No other information provided.